Manufacturer narrative:
Final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that the merlin.net transmitter exhibited power up anomaly. The device was returned and replaced.